Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain cycle three) alarm was identified in the log. The alarm occurred on (B)(6) 2013 06:15:07. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.